Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact person of ufmw ¿ (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received which stated the following: ¿while priming the vincristine to an IV tubing, I made sure the blue clip clicked. While priming the chemo, I saw a small chemo leakage between the connection of the spiros clip and the tip of the IV tubing. I immediately stop the priming and brought the chemotherapy to the pharmacy. Chemo was disposed properly.¿ it was also reported that the original intended procedure was chemo infusion and that the device failed (e.g broke, couldn¿t get it to work or stopped working), the event happened at hospital in the patient¿s room and the approximate age of the device was 1 day. The event occurred on an unknown date in (B)(6) 2020.